Event description:
It was reported that the patient presented at clinic due to muscle stimulation vibrations from their right atrial (ra) lead. The ra lead also failed to capture and was found to be dislodged. The lead was removed and successfully replaced, and the patient remained stable.

Manufacturer narrative:
The reported events of dislodgement, muscle stimulation and failure to capture were not confirmed by analysis. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue for analysis. Final analysis did not find any anomalies except for the helix to be clogged with blood/tissue. No anomalies were detected.